Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at maximum output and atrial discriminators were off. It was noted this patient had gone to the emergency department as their device was beeping. Technical services (ts) discussed requesting a patient initiated interrogation (pii) to evaluate beeping. This ra lead remains in service. No adverse patient effects were reported.